Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.10. The explanted microstent was received for evaluation. The microstent was received with a large amount of debris adhered to the surface of the microstent. This is indicative of microstent malposition. Following decontamination and additional cleaning to remove adherent debris, visual and dimensional inspection of the microstent was performed. The microstent met all visual and dimensional specifications. The material adhered to the surface of the microstent suggests that the microstent was malpositioned, which is consistent with the statement by the surgeon that the microstent was not optimally placed. Device positioning can be verified and corrected intraoperatively, so the likely cause of malposition is surgical technique. The relationship of the malposition to the clinical issues reported in the early and late postoperative period is not confirmed. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received and stated that, the microstent was explanted in secondary procedure.

Manufacturer narrative:
The microstent was not returned to manufacturing and is not available for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. Additional information provided on nov-09-2023 pertains to issues reported in the early postoperative period requiring the trabeculectomy. These issues are known surgical risks in the device labeling and the microstent was not explanted at that time. The cause of headaches approximately 18 months postoperatively is unknown, and no additional information regarding current patient status was provided. The root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an microstent implant procedure, the patient experienced headache. The surgeon also stated that, implant was there in the patients eye since long time and also mentioned that patient already had trabeculectomy. Surgeon was decided to explant the device as its position was sub optimal initially also. Additional information received from the physician and stated that, the patient had 8mmhg intraocular pressure (iop) on post operation day 1. The patient presented to the emergency department on (B)(6) 2022 with right eye pain, migraine, vomiting, hot/cold sweats and high iop. On (B)(6) 2022 there was iop 40mmhg. The patient was then booked for right trabeculectomy /presserflo with surgeon.